Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed a deep vein thrombosis during the trial. The trial was ended early and the device was removed to start heparin therapy. The physicians do not believe the incident was related to the device and noted the patient has a history of clotting and needs to be on blood thinners long term. The trial was successful prior to the incident and the patient may be implanted with the permanent device in the future.